Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and there was no report of patient harm or injury. The patient also alleged seeing black debris / particles in the chamber of the device and having nasal / throat irritation or soreness, difficulty in breathing, / shortness of breath, lightheadness, dizziness, headaches. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer, the device was disassembled for internal visual inspection. The manufacturer found no sound abatement foam degradation/breakdown within this device. The manufacturer found unidentified contamination, discoloration of bottom enclosure and rear panel of the device and rattle noise in the device. The device's event logs were downloaded and reviewed. The manufacturer found to contain 1 error code. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device and unidentified dark contaminant was found throughout the device. Section h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.